Manufacturer narrative:
Upon completion of the investigation it was discovered that this complaint was entered in error. This product did not have a device malfunction or contribute to the alleged event.

Event description:
It was reported that the zoom handles were contributing to a caregiver's carpel tunnel syndrome. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the zoom handles were contributing to a caregiver's carpel tunnel syndrome. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.